Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Internal insulation abrasions with externalized conductors were found at 8.5-10.4cm, 11.8-15.5cm and 32.5-34.5cm from the distal tip. Rv cable lumens were intact in these locations. External insulation abrasion was found at 30.3- 30.8cm from the distal tip, consistent with lead friction to another device. Two internal insulation abrasions were found under the rv shock coil at 4.1-4.2cm and 4.3-4.4cm from the distal tip. The etfe coating on the coonductors were intact at these locations. Complaints for noise, capture and low impedance issues were not confirmed due to extensive explant damage.

Event description:
It was reported that the device delivered inappropriate shock. Intermittent capture, noise and low impedance were observed. Insulation anomaly with externalized conductors was also noted.